Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 320 which was not reproduced during evaluation but was confirmed through review of the event history log. The cause was determined to be a slow responding upper latch switch. The upper auxiliary assembly which contains the upper latch switch was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 320 (latch switch error) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.